Event description:
Complaint (B)(4).

Manufacturer narrative:
It was reported that on heart-lung machine hl 20, after switching on twin roller pump sn 94021109, there is error "safety-s", on the left pump. No service report was provided. The pump was requested on 2020-03-30 (refer to RMA#40649 ). The ssu contacted the distributor several times to get any information and to return the pump for investigation but the pump was not returned. The reported failure "safety-s" could not be confirmed. The reported failure was evaluated by life cycle engineering on 2020-01-17 as follows: there are three main groups of possible causes for the reported failure "safety-s" error message: 1. The safety system board itself is defective and cannot correctly detect or process the incoming signals 2. An error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. 3. A function of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not detect it in time. This is exactly what the safety system is for. As several faults would normally occur at the same time (malfunction and failure of the control system), this is extremely rare. On the respective boards themselves there are then a large number of possible causes (microprocessors, optocoplers, operational amplifiers, etc.), so that a further summary based on the information from the complaint is not possible without further investigation. Unfortunately, this error message is also one of those where in most cases the malfunction does not occur during the investigation. The identification of the defective component is then not possible. It is unknown when the event occurred, was the device being used for treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 twin roller pump serial# (B)(4) showed error message: "safety-s" on the left pump. Reference number: (B)(4).